Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture and shaft separation were confirmed via returned device analysis. Based on the visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the trek rx instructions for use (IFU) warns not to exceed the balloon rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the left anterior descending (lad) artery the rx trek balloon dilatation catheter (bdc) was advanced and crossed the lesion easily and inflated once, however, the lesion did not yield and the pressure was increased up to 20 atmosphere (atm) when the balloon ruptured. It was noted that slight resistance was met during removal and outside the anatomy it was noted that the balloon marker and a fragment remained in the anatomy. There was no reported adverse patient sequela. No intervention was performed. The patient will be referred later for coronary artery bypass graft (CABG) to treat the lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.